Event description:
This is a report of a home patient (hp) with symptoms of fatigue, low hemoglobin, and suspected internal bleeding while using a home choice (hc) machine. The hp stated that he was very tired, then had eaten spinach and taken four shots of iron as prescribed. The hp then stated that the nurse was aware of this situation and they are trying to improve the hp hemoglobin count, as the hp had some bleeding internally. However, during the follow up the hp did not give permission to contact their nurse.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The cause was not determined.

Manufacturer narrative:
(B)(4). The device was still in use and will not be returned for evaluation. Should additional information become available, a follow up MDR will be sent.